Event description:
It was reported that a minimum fill notification occurred during the load sequence. While the customer was attempting to resolve the issue, the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer had a blood glucose (bg) level of 19-27 mg/dl and a seizure requiring intervention from emergency medical services. Additional information on how bg was treated was no provided. Customer was discharged from the ER 11 hours later. Additional information was not provided. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.